Event description:
A product liability claim was raised. It was reported that the pt received a durom us acetabular component 54/48 n on left side on (B)(6) 2006 and being monitored due to unknown reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).